Event description:
Initial surgery on 02/10/1999: front temporal craniotomy for evacuation of subdural hematoma. Pt was brought back on 02/25/1999 for exam; xrays showed craniofix clamp was separated from the shaft. Re-operation performed on 02/25/1999 to remove broken clamp. Pt's condition post-op reported to be "moderate", but not compromised by the event, and he was discharged to a rehabilitation facility. This event type is occurring below the frequency and severity that are normal for this device.